Manufacturer narrative:
Initial.

Event description:
It was reported that the patient began using the ilet and experienced fluctuating blood glucose with highs up to 320 mg/dl for several hours and a low to 46 mg/dl, while using a stomach infusion site and dexcom g7, with frequent meal and snack announcements during the initial days of use. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for oral glucose to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.